Event description:
It was reported that the customer's insulin pump alarmed during the manual prime. Advised the caller that the device would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. Unable to confirm the alarm. The device was received with cracked case at the display window corners, cracked battery tube threads, and scratched screen.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.